Event description:
Home patient (hp) reports dry minicaps. The hp stated the sponges were medium yellow in color and the packages were sealed in the usual manner. The hp also stated there was no betadine noted when he initiated the drain phase of his peritoneal dialysis exchange. No pt injury or medical intervention reported.